Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical operations manager reported to a fresenius sales manager that a patient was taken to the hospital following a hemodialysis (hd) treatment on a fresenius 2008t machine where air entered the fresenius bloodlines. Additional information and clarification was obtained during follow-up with the user facility clinic manager (cm) and biomedical technician (biomed). The patient was approximately 45 minutes ¿ one hour into hemodialysis (hd) treatment on (B)(6) 2023 when the air detection alarm was received on the 2008t machine. At this time, the patient complained of shortness of breath and chest pain. Treatment was paused. The patient was placed into the trendelenburg position and an ambulance was called. The patient was observed by emergency medical services (ems) and transported to the hospital where they were kept in the emergency room (ER) for observation for chest pain and shortness of breath. No medical intervention was required for this patient. A computerized tomography (CT) scan was ordered to eliminate the possibility of an air embolism in which no issues were observed. The patient was discharged from the ER on the same day. The patient resumed hd treatment as usual on saturday (B)(6) 2023 and treatment was completed without issue. The machine was processed following this event. The bloodlines were removed from the machine and a rip was identified in the blood pump tubing segment of the fresenius bloodlines. The machine was removed from service and evaluated. The guide pins on the blood pump rotor were worn to the point where the pins were not properly seated which damaged the blood lines. A replacement blood pump rotor was ordered and will be installed upon arrival. The machine remains out of service pending repair. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (now contains patient's estimated blood loss (ebl)).

Event description:
A biomedical operations manager reported to a fresenius sales manager that a patient was taken to the hospital following a hemodialysis (hd) treatment on a fresenius 2008t machine where air entered the fresenius bloodlines. Additional information and clarification was obtained during follow-up with the user facility clinic manager (cm) and biomedical technician (biomed). The patient was approximately 45 minutes ¿ one hour into hemodialysis (hd) treatment on (B)(6) 2023 when the air detection alarm was received on the 2008t machine. At this time, the patient complained of shortness of breath and chest pain. Treatment was paused. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 300 ml. The patient was placed into the trendelenburg position and an ambulance was called. The patient was observed by emergency medical services (ems) and transported to the hospital where they were kept in the emergency room (ER) for observation for chest pain and shortness of breath. No medical intervention was required for this patient. A computerized tomography (CT) scan was ordered to eliminate the possibility of an air embolism in which no issues were observed. The patient was discharged from the ER on the same day. The patient resumed hd treatment as usual on saturday 9/23/2023 and treatment was completed without issue. The machine was processed following this event. The bloodlines were removed from the machine and a rip was identified in the blood pump tubing segment of the fresenius bloodlines. The machine was removed from service and evaluated. The guide pins on the blood pump rotor were worn to the point where the pins were not properly seated which damaged the blood lines. A replacement blood pump rotor was ordered and will be installed upon arrival. The machine remains out of service pending repair. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical operations manager reported to a fresenius sales manager that a patient was taken to the hospital following a hemodialysis (hd) treatment on a fresenius 2008t machine where air entered the fresenius bloodlines. Additional information and clarification was obtained during follow-up with the user facility clinic manager (cm) and biomedical technician (biomed). The patient was approximately 45 minutes ¿ one hour into hemodialysis (hd) treatment on (B)(6) 2023 when the air detection alarm was received on the 2008t machine. At this time, the patient complained of shortness of breath and chest pain. Treatment was paused. The patient was placed into the trendelenburg position and an ambulance was called. The patient was observed by emergency medical services (ems) and transported to the hospital where they were kept in the emergency room (ER) for observation for chest pain and shortness of breath. No medical intervention was required for this patient. A computerized tomography (CT) scan was ordered to eliminate the possibility of an air embolism in which no issues were observed. The patient was discharged from the ER on the same day. The patient resumed hd treatment as usual on saturday (B)(6) 2023 and treatment was completed without issue. The machine was processed following this event. The bloodlines were removed from the machine and a rip was identified in the blood pump tubing segment of the fresenius bloodlines. The machine was removed from service and evaluated. The guide pins on the blood pump rotor were worn to the point where the pins were not properly seated which damaged the blood lines. A replacement blood pump rotor was ordered and will be installed upon arrival. The machine remains out of service pending repair. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue using the photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.